Event description:
Medwatch: "after application of 2cc of 4% xylocaine with afrin on pledgets that were placed under direct visualization in the middle meatus, the patient became lightheaded and began to vomit. The pledgets were removed under endoscopic visualization. Heart rate dropped into the mid-20s. Blood pressure and oxygen remained normal. There was no loss of consciousness. Patient was observed and heart rate rose in the 50s. Nausea and vomiting resolved. Patient denied chest pain or mental status changes. Patient was recommended to go to ER for EKG."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The codman surgical patty was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, integra's medical affair team and an external ent surgeon assessed the report and concluded the reported event is not related to the surgical patties used. The event was caused by tetracaine and afrin, used during the procedure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.